Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00773. This report is being submitted as additional information. Approximate age of device - 1 year and 2 months. Device analysis: the patient remained ongoing on vad support with no further related issues reported until (B)(6) 2018 when a pump exchange was performed due to a suspected internal driveline wire damage. The pump was returned and evaluated under MFR report # 2916596-2018-04366. Upon disassembly of the pump, examination of the proximal-side of the outlet stator revealed a red and white thrombus formation situated adjacent to outlet bearing ball and partially occluding the blood flow path between all three stator blades. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its specific origin could not be conclusively determined. Although a duration of time for which it was present in the pump could not be determined, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were noted on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for a prolonged period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formation. Although the evaluation of the returned pump confirmed the presence of thrombus, a direct correlation between this finding and the report of suspicion of pump thrombosis and elevated ldh in (B)(6) 2017 could not be conclusively determined. The device remained in use supporting the patient for approximately 9.5 months prior to the pump exchange. A duration of time for which the observed thrombus was present in the device could not be determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted due to suspected pump thrombus. Laboratory tests taken indicated a lactate dehydrogenase (ldh) level of higher than 3,000 u/l. There were no device alarms associated with the event.